Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Patient reported for left side, "pain", capsular contracture, baker grade unknown, and it "seems the implant is broken". Unspecified medications were given for the patient's pain. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported for left side, "pain", "capsular contracture and it seems the implant is broken". Device remains implanted. Patient reported capsular contracture was baker grade IV.